Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 15 july 2025, senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided: (B)(6) 2025 - 8:29 am - est - sg 132 mg/dl - bg provided in notes: 287 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2025 - 8:27 am - est - sg 132 mg/dl - bg available in dms: 287 mg/dl at 8:29 am. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of event because the sg never went above the alert level. User didn't seek for medical treatment. User resolved the event by insulin administration. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
User reported a high glucose event. The following example set was provided: (B)(6) 2025 8:29 am est/ sg: 132 mg/dl - bg: 287 mg/dl. A review of the data management system (dms) revealed that on (B)(6) 2025, at 8:27 am est, the sensor glucose (sg) value was 132 mg/dl while the corresponding blood glucose (bg) value was 287 mg/dl. Review of the alert history indicated that the user did not receive a high glucose alert at the time of the event, as the sg value remained below the alert threshold of 185 mg/dl. The user did not seek medical treatment and self-managed the condition with insulin administration. The user's healthcare provider (hcp) was not informed of the event. The user was advised to follow up with the hcp for additional medical guidance.in an associated case of reported sensor inaccuracy, which included this event, a review of the in vivo data identified optical instability during the timeframe of the reported discrepancy. When a significant signal shift is observed, a sensor re-link is recommended, as it clears the calibration buffer and allows the algorithm to converge more rapidly to the new sensor state. The user performed a sensor re-link on (B)(6) 2025, after which the system demonstrated improved agreement between sg and bg values.the transient optical instability observed may be attributed to a temporary fluctuation in the in vivo state of the sensor hydrogel. A review of data collected during the two weeks following the event confirmed good agreement between sg and bg readings. B4. Date of this report 13 oct 2025. G3. Date received by the manufacturer? 13 oct 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.